Event description:
Based on additional information received on (B)(6) 2018, this case initially considered as non-serious was upgraded to serious (important medical event for septic arthritis was added). This unsolicited case from united states was received on (B)(6) 2017 from a health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and the same day the patient experienced septic arthritis; after 13 days experienced decreased range of motion of right knee, difficulty bearing weight in right knee, difficulty ambulating. No past drug and concurrent condition was provided. Medical history included hypertension, coronary artery disease (cad) and kidney disease. Patient had no known allergy (nka). Concomitant medication included diltiazem hydrochloride (diltiazem), tamsulosin hydrochloride (tamsulosin), atorvastatin, lisinopril and torasemide (torsemide). On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl019 and expiration date: may-2020) in right knee for right knee osteoarthritis. The same day, the patient had swelling, erythema and pain. Patient was diagnosed with septic arthritis after the injection of synvisc one. On (B)(6) 2017, 13 days after the injection, patient had right knee stiffness, decreased range of motion and difficulty bearing weight and ambulating. On the same day, the right knee was drained of 20 cc and he was advised to ice the knee and take over the counter (otc) pain medications. No medical or laboratory test was performed for the event. Corrective treatment: right knee was drained of 20cc, incision, debridement, synovectomy for septic arthritis and not reported for other events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated and global ptc number (B)(4). The production and quality control documentation for lot 7rsl019 expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl019 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2018, there were 9 complaints on file for lot 7rsl019: (9) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Reporter causality: related for event of septic arthritis; not reported for rest of the events seriousness criterion: required intervention for septic arthritis additional information was received on (B)(6) 2018 (processed together with clock start date as (B)(6) 2018) from a health care professional. Medical history and concomitant medications were added. Information regarding suspect product (lot number, indication) was updated. Additional event of septic arthritis was added along with symptom erythema. Reporter causality was added. Events of right knee was drained of 20cc, right knee pain, right knee swelling and right knee stiffness were updated to symptoms to septic arthritis. Global ptc number and ptc results were added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 17-jan-2018. This case concerns a patient who received synvisc injection and later experienced septic arthritis. Based upon the information available, the causal role of the product cannot be denied for the occurrence of event. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors will help in a comprehensive case assessment.